Event description:
It was reported when using the bd vacutainer® serum blood collection tubes drawing was slow. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that tubes' drawing was slow."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: catalog number: 365905; batch number: unknown. A review of the DHR could not be performed as the batch number is unknown. No customer samples/photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.